Event description:
It was reported that the customer had a blank display and failed battery test on the insulin pump. The customer's blood glucose level was 152 mg/dl. The troubleshooting was performed. The customer was advised to clean battery cap contacts with a cotton swab and isopropyl alcohol. The patient was advised to insert new aaa alkaline battery (recommended (B)(6)). The customer stated that the display returned and did not receive failed battery test. The customer was advised to monitor insulin pump and we will ship a replacement battery cap as courtesy to rule out any possible issues with battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.